Event description:
Surgeon reported that the numbers on the square nut for osteogenesis are etched in reverse order causing the device to move in the opposite direction from that which was intended, when the nut is manually adjusted. There are four reported complaints from this surgeon.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine manufacture date without a lot number. The investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.